Manufacturer narrative:
Concomitant medical products: model: a2dr01 ipg; implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. The right ventricular (rv) lead exhibited loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.